Event description:
The user facility reported to terumo cardiovascular systems corporation that during cardiopulmonary bypass the quick disconnect in the cardiovascular procedure kit leaked blood: 50-100 ml blood loss; the product was not changed out; the surgery was completed successfully.

Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. For this reason, terumo referenced evaluation conclusion code. (B)(4). Evaluation in progress.